Manufacturer narrative:
Product ID (B)(4). Product type catheter. Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2009 product type catheter. Conclusion code (B)(4) no longer applies to this event and instead (B)(4) applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(6) because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant component includes: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Interrogation of the device revealed the pump had been programmed to deliver saline. Evaluation of the unknown catheter revealed tearing and coring in the cup of the sutureless connector (sc). Leaking was observed from the sc connector during pressure leak testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
The system was returned to the manufacturer for disposal only. The patient¿s indication for use was non-malignant pain and peripheral neuropathy. No further information was provided.